Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: "silicone residues is seen in the right side level ii axillary node".

Event description:
Healthcare professional reported "silicone residues is seen in the right side level ii axillary node." Device remains implanted,

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified; red particles on the shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
The device has been explanted.